Event description:
A company representative reported that the tulip of a xia serrato polyaxial screw disengaged intra-operatively. The procedure was completed successfully with a 5-10 minute surgical delay.

Manufacturer narrative:
Additional data: h3. Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.